Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had driveline debridement due to an infected with drainage. The pt is on antibiotics.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.